Event description:
It was reported that a male pt received a burn on his arm where his free hand was placed during a wrist coil scan. The wrist coil is a component of the magnetom avanto mr system. The burn was reported to be at the point of contact where the pt's finger touched his arm. The pt was taken to the hospital emergency room, then transferred to a burn center, however, the pt was not admitted. It was alleged to be a third degree burn. Siemens has received no other info regarding the pt's injury, and there is no other info available as to the pt's condition.

Manufacturer narrative:
The wrist coil was examined and all quality assurance testing showed it to be within specifications.